Event description:
The lay user/patient called lifescan (lfs) on august 9, 2006, and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the patient on august 9, 2006, and obtained and verified the following information. The patient reported that several weeks ago, (exact date unknown), she became hypoglycemic. The patient does not recall the time of day, but she had begun experiencing symptoms of weakness, shaking, and feeling faint. She tested on her meter and obtained a result of 99 mg/dl. She reportedly took no actions, as the meter result seemed "ok". About 2 hours from when her symptoms originally started, she passed out. Her sister was with her at the time, so she called the paramedics. The patient does not know what her blood glucose result was, but she did overhear them say it was "too low". She was taken to the hospital, where she was givin a shot of "d-50" or dextrose. Sometime after receiving the shot, her blood glucose was 300 mg/dl. She was monitored until her blood glucose was stable. The patient's diabetes is currently diet-controlled. She has not taken any medications for her diabetes. The patient's last result prior to the event was 253 mg/dl. The patient does not know when this result was obatined. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported as the precision test failed. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.